Event description:
It was reported that during an unk procedure, the tissue pad was detached off outside the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.